Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received regarding the identity of the devices implanted into the patient on (B)(6) 2020. The patient had a zenith flex aaa endovascular graft bifurcated main body and 3 zenith flex with spiral-z technology aaa endovascular graft iliac legs implanted. It is unknown at this time which device or how many were explanted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d10, h3 investigation - evaluation on 11jun2020, cook became aware of an incident reported by chris hoffman on behalf of (B)(6) missouri. It was reported that the physician had explanted a graft which had been implanted in a patient for some time. The grafts were implanted on (B)(6) 2013 and included a zenith flex aaa endovascular bifurcated main body graft (rpn: tffb-32-125-zt: lot 3688961) and 3 zenith spiral-z aaa iliac leg grafts (rpn zsle-13-56: lot 3673006; zsle-13-56: lot 4014365; zsle 16-74: lot 3928873). The complainant reported that the patient's aneurysm had continued to grow and the grafts had been explanted. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (3688961) and the related graft subassembly lot revealed no recorded non-conformances. A database search identified no other events associated with the reported device lot. It should be noted that both tffb and zsle devices are distributed via one-device lots. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The complaint device was packaged with an IFU which states the following in relation to the reported event: ¿4 warnings and precautions 4.1 general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.3 pre-procedure measurements techniques and imaging the long term performance of endovascular grafts has not yet been established. All patient should be advised that endovascular treatment requires life-long regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in structure or position of the endovascular graft) should receive enhanced follow up. Specific follow up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 5.2 potential adverse events adverse events that may occur and/or require intervention include but are not limited to: aneurysm enlargement surgical conversion to open repair 12 imaging guidelines and postoperative follow up 12.1 general the long term performance of endovascular grafts has not yet been established. All patient should be advised that endovascular treatment requires life-long regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in structure or position of the endovascular graft) should receive additional follow up. Physicians should evaluate patient on an individual bases and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1.1. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was unable to be established. However, it should be noted that aneurysm growth is a known inherent risk of using these devices. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: district manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a zenith flex graft was explanted after a patient's aneurysm continued to expand. A (B)(6) year old male patient had a graft implanted during an evar procedure on (B)(6)2013. Since the initial procedure, the aneurysm has continued to grow to 11cm. The reason for expansion is unknown, but there is no alleged malfunction of the graft. The graft was explanted on (B)(6) 2020. Additional information regarding patient and event details has been requested but is not currently available.